Event description:
It was initially reported by the patient that she was experiencing increase in seizure. Patient felt that she was losing seizure control with the vns and her vns has not been checked in several years.